Event description:
The complainant reported that the clinicians were performing a therapeutic radiofrequency ablation (rfa) on a patient (age and gender unknown) for hcc. Four electrode pads were attached to both femoral regions of the patient. The patient then lay on the left side with the pad placed between the patient's body and the bed. The patient's liver texture was reported as cerotic. The procedure was performed percutaneously. The algorithm was followed according to the complainant, with the recommended settings used. The ablation time was reported as approximately just under 8 minutes, while using a 2cm leveen needle. The highest power achieved was 80 watts. The procedure was successfully concluded. Subsequent to the procedure, the clinicians noted a burn to the patient outside the left femeral under an electrode pad. In 2007, the complainant reported that the burn exhibited redness and "very small blisterin", and was thus classified as second degree burn. The burn was treated by a dermatologist. The information regarding the specific treatment performed by the dermatologist was unable to be obtained. The patient's condition was reported as "good". Please reference medwatch report number 6000037-2007-00035, which reported the radiofrequency ablation generator involved in this event.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture and expiration dates cannot be determined. The complainant reported that the device was discarded subsequent to use; therefore, a device evaluation is not available. The relationship between the suspect device and the reported event is undetermined.